Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half and one haptic is torn off into the optic and is missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No pt injury.